Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported the patient was not hospitalized for the event. The same day as event onset, the patient was treated with meropenem injection (1 gram, twice a day, route and duration not reported) and intraperitoneal vancomycin (2 grams, after five days, duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information was available.